Event description:
The surgeon implanted a cc4204bf collamer lens. The patient had a post-op exam in 10/2001 and their eye was doing okay. In 10/2001 the patient returned with a intraocular infection, endophthalmitis. The patient's pre-op intraocular pressure was 18, post-op is 23. Treatment included vitreous tap, intraocular injection and topical drops. Patient's pre-op visual acuity was 20/200. Patient's post-op uncorrected visual acuity is 20/hm (hand motion) cultures had been performed and the result was coag negative staph epi. Diagnosis: endophthalmitis. The iol injection, model and lot # unknown. The iol injection cartridge, model and lot # unknown.